Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during deployment of the contralateral limb, the physician¿s glove got caught in the strain relief of the delivery system. The physician was initially unaware that his glove was caught and continued to rotate the slider for a number of rotations and only stopped when it was noticed that the radiopaque sheath marker was no longer moving and the stent was no longer being unsheathed. It was then noticed that the glove was caught. The physician removed the glove and another physician attempted to continue deployment of the limb, however, was unable to do so. The graft cover remained stationary with approximately 1.5 cm of stent graft still undeployed. Several attempts were made to get the slider to reengage without success. The delivery system was disassembled and the physician retracted the graft cover manually; however, the sheath cover still did not retract. The physician realized that the graft cover had severed/torn into two pieces. The physician located the proximal piece of the sheath cover and grabbed it with forceps and manually pulled that portion of the sheath cover back from that location and finished deployment of the graft. The device was remo ved from the patient without difficulty and the remainder of the case continued normally. No clinical sequelae were reported and the patient is fine. The delivery system was discarded by the user facility.